Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced mild tenderness over the spinal incision especially where connectors were also slightly over the ipg site after dancing. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible and the explanted ipg was not returned as it was kept by facility.